Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch number 3004209178-2016-64114.

Event description:
It was reported that the customer passed away. It was reported that the customer was fishing and the family thinks that the customer had a diabetic episode. Attempts to contact the customer's next of kin were unsuccessful.

Manufacturer narrative:
Additional information was received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone on (B)(6) 2016 by customer's daughter that her father had passed away. The customer's daughter stated the customer ended up drowning. She stated that even though the death report was inconclusive, she believes it was due to the customer needing a new insulin pump. The customer's daughter was also concerned how sensitive the insulin pump was to water and the fact that the pump took two days to arrive.